Event description:
Additional information received indicates the issue was resolved post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01321. It was reported that the patient experienced ineffective therapy due to high impedances on the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue.